Manufacturer narrative:
Stryker evaluated the device and could not duplicate nor verify the issue with the power button or unexpected shutdown. The depot technician noticed the system printed circuit board ribbon cable was loose and reseated the cable. This was likely the cause of the issues but cannot be confirmed. The keypad was replaced as a precaution. The cause of the issues could not be determined. During evaluation, the depot technician noticed an event code in the memory which is related to a potential issue of the device to deliver energy. This event code was cleared and did not return. The cause of the issue could not be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's power button only works if pressed multiple times and the device unexpectedly powers itself off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Device files were reviewed by a stryker employee and the issue of unexpected shutdown was able to be verified.

Event description:
The customer contacted stryker to report that their device's power button only works if pressed multiple times and the device unexpectedly powers itself off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.